Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found indentation on the yaw pulley next to the damaged conductor wire insulation. Additional observation(s) related to customer reported complaint: the instrument was found to have indentation on the yaw pulley. No fragments were missing. Thermal damage was not present. Other adjacent components do not show damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no loss of cautery associated with broken and loose cable. The maryland bipolar forceps did not collide with any other instruments or tool. The reported damage did not result in a fragment falling inside the patient anatomy.